Event description:
It was reported that a generator was opened but not used in the or because the septum plug came loose. They had another generator available that was used for the implant. The generator in question has been returned to the manufacturer for product analysis, however, device evaluation has not been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.